Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a urologic procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the naviagtor snapped off into the sterile field outside the patient's body. They were able to finish the procedure using another navigator access sheath. There has been no patient complication as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint that "the black tip fell off". The device was received with the dilator inside the outer sheath. The dilator could be removed easily from the sheath. Residue observed on device indicates use. The tip of the dilator had detached and was not returned. There is no identified root cause for this complaint, therefore the root cause of undetermined was selected. A device history record review was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a urologic procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the naviagtor snapped off into the sterile field outside the patient's body. They were able to finish the procedure using another navigator access sheath. There has been no patient complication as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.